Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the permanent cautery spatula silver cable was detached. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and no cable issue was detected. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. Additional observation not reported by site: the instrument was found to have bent spatula. There was a 0.7 mm bending. The spatula is bended at its basepoint. Common causes of the failure mode bent instrument spatula are attributed to damage during either use or reprocessing, bending also can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tip by applying excessive force on the tip.

Event description:
Refer to h11 for follow-up information.